Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-01128.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-01128. Follow up revealed that the patient's extension revision was due to extension migration causing high impedances.

Manufacturer narrative:
Date received by manufacturer was inadvertently omitted in 2nd supplement report submitted 01 mar, 2019.

Event description:
For reference please see MFR. Report #: 1627487-2019-01128. Follow up revealed that on (B)(6) 2019 the patient underwent a revision surgery where the patient's extension was explanted and replaced, and therapy was restored post-op. No action was undertaken with respect to the 3186 lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2019-01128. It was reported that the patient is experiencing issues at the extension site. This was confirmed with x-ray imaging. As a result, surgical intervention may be pending to address the issue.